Manufacturer narrative:
(B)(4). It was not possible to investigate the complaint as no sample was returned for evaluation. If the sample is returned in the future, this complaint will be re-opened and evaluated. Review of the history device records confirmed the device with product code 82-8802 with lot ctkcc0, conformed to the specifications when released to stock in 7th september 2015. At the present time this complaint is closed.

Event description:
The device was implanted via v-p shunt to a (B)(6) female with sah on (B)(6) 2016. The initial setting was 4. After implantation, it was found through images that the ventricles of the patient's brain did not get smaller. The setting was changed to 3, but the situation did not change. When pumping the device, the reservoir kept depressed and did not return to its original shape. Since occlusion at the ventricular catheter was suspected, the surgeon did a revision on (B)(6) 2016. During the revision, it was also found something was stuck inside the valve, so the surgeon replaced the entire system including the valve with medtronic strata. The surgeon commented that the valve was not a direct cause of the event, taking into account the fact that the patient was a hydrocephalus patient after sah and had ventriculitis and intraventricular hemorrhage. The patient's condition is now good from images and clinical symptoms.